Event description:
Norma gonzalez reported that the current pump's battery was depleting quickly, leading to an unexpected shutdown and requiring the device to be charged twice a day. There was no adverse impact to the customer¿s blood glucose level. As the customer declined a follow-up from technical support at this time and is out of warranty, further information could not be obtained, and the renewal process is underway.